Event description:
6/18/97: distributor reported that the customer claimed the wire on an acucise catheter "burned" due to a problem in conjunction with a martin 400/401 generator. No pt injury or complications reported at this time. 7/16/97: further communication revealed that the "burned" wire had actually broken during the procedure. Upon determination of the broken wire, a percutaneous access was established through a kidney nephrostomy and the catheter was removed antegrade. The pt was reported to be doing fine.